Event description:
It was reported that the pt hit her head very hard against a shelf on wednesday in 2004. Two days later she could hear banging and scratching noises which over the weekend became louder. The next monday, the noise became quieter and the pt could again hear normally. The pt's speech processor needed to be exhanged on the last day of june, afterwards all sound was too quiet. After fitting, which was carried out on july, the pt could hear better. However testing showed that the implant was malfunctioning.